Event description:
During a bilateral case using the same size introducer & balloon, both balloons got stuck in the intorducer sheath. This balloon was very tight going into the introducer and was so hard to pull out that the balloon shaft snapped. Using bard 6f intro.

Manufacturer narrative:
H10. The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample consisted of a 6f introducer only, without the balloon catheter. Without the balloon catheter, the event could not be confirmed. The results of the investigation are inconclusive and the root cause is unk. Since this lot was released, an enhanced in-process manufacturing check was implemented to assure proper introducer fit. The information for use (IFU) for this device states: caution: if resistance is felt when either removing the guidewire from the catheter or the catheter from the intorducer sheath, stop and consider removing then as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.